Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found damage on switch3 and channel tube, due to which water tightness was lost. Wear on the angle affected the bending angle in the up direction, hence did not meet the standard value. Scratch was found on control unit and on universal cord. Due to a crack, plastic distal end cover has a snag on it. Discoloration was seen on suction cylinder. Deformation in the form of crack was seen on adhesive around light guide lens and on bending section cover. Screw stopper at the body control unit was of an old design hence replaced for preventive maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited whitish foreign material inside the air-water cylinder and the air-water tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch #3 and biopsy channel. The event can be detected and prevented by following the instructions for use which state: the detection method in gif-1100 operation manual chapter 3 preparation and inspection. The preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.